Event description:
It was reported that during an orbital arthrectomy (oa) treatment procedure, the vessel shut down following intervention due to dissection or thrombus. The lesion being treated was 95% stenotic throughout the entire pt with a heavily calcified area mid way down the vessel. The reference vessel diameter was approx 1.85 cm. The physician used a 6f sheath and a 0.014" quickcross catheter from a contralateral approach to cross the lesion. He spun at low speed for two 15 - second runs, then at medium speed for one run, and then at high speed for two runs. On the second high speed run, the device shut off. The physician pulled the crown distal to the lesion for another attempt, but the device kept shutting off. He opened another device and experienced the same problem. Following the removal of the second device, the pt was completely occluded due to a dissection or thrombus. He subsequently aborted further intervention in the pt and performed angioplasty in the at and pop arteries with 2.0 mm and 2.5 mm balloons. The pt status remained stable throughout the procedure. Three written requests for add'l info regarding this event have been made of the physician, but no response has been received.

Manufacturer narrative:
(B)(4).